Event description:
Reportedly, during the operation, the knife and jaws jammed. The surgeon mnaged to release the knife, but the jaws remained jammed on the tissue. The surgeon had to cut the tissue around the jaws to remove the device.